Manufacturer narrative:
One device was returned for analysis. Visual inspection found a bubble on the (dso) downstream occlusion seal. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was undetermined. The downstream occlusion seal was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed a ¿cassette not locking properly¿ error, and a piece of rubber was found in the slot. The issue was identified while ward staff were attempting to install the drug cassette. There was no patient involvement or harm.